Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h4 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ad cable is corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - issue due to degradation of the affected component. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information - e1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited error e315. There were no reports of patient involvement.